Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A new bag arm was replaced to resolve the issue.

Event description:
It was reported that there was a malfunction resulting in loss of ventilation during a case. The patient was ventilated via ambu bag. There was no patient injury.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date after calls to customer (B)(6) 2023 and (B)(6) 2023. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - (B)(4). Device evaluation anticipated, but not yet begun.